Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp in the problem area of the pipettor assembly. The fse replaced the plunger clamp and tube lifter. The instrument was inspected, tested without further problem, and returned to service.